Manufacturer narrative:
The product is available for evaluation and testing. However the product has not been received as of to date. Add'l info will be provided/submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the strut of the cyher 2.5 x 18 mm stent was noted to be sticking out of the stent. Additional info received indicated that the target lesion was the right coronary artery (rca). The physician was not able to access the lesion. When the stent delivery system (sds) was removed, the stent strut was noted to be bent/uplifted. It was not known if it was the distal or proximal stent strut. A 2.8 x 18 minivision bare metal stent was implanted successfully. No add'l info is available. There was no reported pt injury.